Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
No additional event information to report at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04) ¿ stem. One shell, one liner, one stem, and two plates were returned and evaluated. Upon visual inspection, the stem has fractured at the hole location along with having porous coating missing. Most of the fracture surface appears to be smeared. Artifacts in the non-smeared region in the center of the stem fracture. Fatigue striations identified in the non-smeared region suggest a fatigue mode of failure. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues. The patient has an arcos interlocking stem (2021 implant) which has broken in the middle portion of the stem. The complaint is confirmed via the evaluation of the returned product. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified device caused any patient infection if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was reported a patient underwent a revision due to a fractured stem and an infection. All of the implants were removed and replaced. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). D4 - two device ids were provided by the reporter; it is unknown which exact device was explanted it is one of the following: item#: 11-302015, lot#: 553560. 510k: k100469, pro code: kwa. Or item#: 11-301915, lot#: 926470. 510k: k100469, pro code: kwa. G2: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.